Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-07600-1, 0001825034-2018-07603-1, 0001825034-2018-07606-1.

Manufacturer narrative:
(B)(4). Medical products: vanguard femoral catalog # 183004 lot # unknown. Vanguard tibial bearing catalog # 183422 lot # unknown. Vanguard patella catalog # unknown lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-07600; 0001825034-2018-07601; 0001825034-2018-07606.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Patient was noted to have multiple falls along with numbness in the foot. Patient has history of cva.